Manufacturer narrative:
Additional information on 19 june 2017 he replied level operated during surgery was l 4- 5. On 28 june 2017 the (B)(4) performed a visual inspection of the retrieved items and commented as follows: the tip (torx t20) of the screwdriver is broken. The functionality of the alif screwdriver straight to insert and temporary fix the screw into the plate is compromised. The mean failure of the torx t20 occurs with torque higher than 9nm. The maximum torque that can be applied on the screw according the surgical technique is 5.5nm+/-10%. The alif screwdriver sleeve assy is without any deformation. The breakage of the tip (torx t20) of the screwdriver can be cause by the application of an uncontrolled torque on the screw during insertion together with a lateral bending. Batch review performed on 06 july 2017. Lot 1550190: (B)(4) items manufactured and released on 11 november 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
During screw insertion, the tip of the screwdriver straight broke off. No fragments fell into the patient, no delay has been registered and the instrument is available for investigation.